Event description:
It was reported to medtronic minimed that the customer reported a differences in sensor glucose and blood glucose value. The customer experienced hyperglycemia and the blood glucose value of 16 mmol/l. The customer reported hyperglycemia treated with insulin pump. The event involved product mmt-7040c5. Troubleshooting was performed and found that the discrepancy between sensor glucose and blood glucose values which was not within range. The blood glucose value was 16 mmol/l and the sensor glucose value was 11 mmol/l at the time of the event and difference was more then 30%. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Troubleshooting was partially performed for hyperglycemia and later customer declined. No further patient complications were reported. It was unknown whether the customer will continue using the device. Product return for mmt-7040c5 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.